Event description:
Patient rented knee cpm machine for home use. Plug caught on fire while plugged into the wall. Damage to patient home well and outlet. Event abated after use stopped or dose reduced? Yes.